Event description:
A pause arrhythmia alarm was not report on the multiview workstation (central pt monitor), for a telemetry pt. The pt's family was close to the pt when they saw that the pt was unconscious. They reported that to the nurse. The nurse went to the central pt monitor and saw a flat line, with small spikes (they said a pause arrhythmia like curve). Then after a few seconds a brady alarm came. The user said that it wasn't the first time that this happened with that pt. The customer has requested an exchange of the system.